Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the insulation confirmed the presence of a burn near the distal tip. Further, dents and scratches were also observed on the insulation. The insulation was tested for cracks/damages using an insulation scan test and the unit failed. The probable root cause(s) for the reported failure could be due to multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, electrical arching from the metal shaft to a conductive object due to cracked insulation, the device coming in contact with a cauterizing instrument and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.